Event description:
Revision surgery: revised a hemi into an anatomic shoulder, unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2018-00112; 520-50-118, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.